Event description:
It was reported that this device had a battery depletion error and was beeping. This occurred during an office follow-up. Technical services advised that a memory download would be helpful to review the battery status. The clinic should reset the beeper to stop the beeping. The device has been implanted greater than seven years. The device remains implanted. There were no adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that this device had a battery depletion error and was beeping. This occurred during an office follow-up. Technical services advised that a memory download would be helpful to review the battery status. The clinic should reset the beeper to stop the beeping. The device has been implanted greater than seven years. The device remains implanted. There were no adverse patient effects.